Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Pt became agitated with tachycardia, hypertension, and fever. Later, a leaking PICC was discovered, which had allowed loss of sedation medication, possibly allowing pt to enter withdrawal. PICC line was replaced with single lumen catheter for remainder of therapy. This model PICC line has been observed to leak several times within the past year. The staff believes catheter will often leak after two weeks of use, but this one developed a leak after only twenty four hours.